Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent urethrolysis and excision of mesh on (B)(6) 2013 due to urethral diverticulum and voiding dysfunction. (B)(4).

Manufacturer narrative:
It was reported that due to mesh erosion the patient underwent revision on (B)(6) 2010 by implanting surgeons and removal on (B)(6) 2011 and revision/repair on (B)(6) 2012. (B)(6). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. The patient underwent vaginal mesh incision and resection concurrently with kelly bladder neck placation, cystotomy with repair with cystoscopy and abandoned burch procedure on (B)(6) 2011 due to erosion and severe dyspareunia.

Manufacturer narrative:
It has been reported that following insertion the patient experienced urinary urgency, urinary frequency and urinary incontinence. (B)(4).

Event description:
It has been reported that following insertion the patient experienced urinary urgency, urinary frequency and urinary incontinence.

Manufacturer narrative:
It was reported that following insertion the patient experienced infection, recurrence, bleeding, dyspareunia, vaginal scarring, vaginal discharge, and emotional distress. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that patient underwent urethral diverticulectomy and cystoscopy on (B)(6) 2014. It was reported that patient underwent cystoscopy, s/p tube placement, urethrolysis, and transvaginal autologous pubovaginal fascial sling with rectus fascia on (B)(6) 2015, due to recurrent sui and bladder outlet obstruction. No additional information was provided.